Manufacturer narrative:
(B)(4).

Event description:
The patient ingested the bravo on (B)(6) 2015. The patient is experiencing neuro changes, loss of vision and they want to do a MRI. They did a kub last week and visualized the capsule in the descending colon. The site does not know if the capsule is intact. The patient is not complaining of any cramping, pain, constipation etc., and the family is going to try mag-citrate this morning to try and get the capsule to pass.